Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was visible on the outside of the device. The device was attached to an encore inflation unit and inflated the device to its rated burst pressure of 12atm for 30 seconds which was recorded with a calibrated pressure gauge. The procedure was repeated three times and no leaks or drop in pressure was noted. No issues were noted with the balloon material. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device. A visual and tactile examination of the shaft identified no damage along the length of the device. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx3mm flextome¿ cutting balloon¿ was selected for use. During the procedure, severe resistance was felt when tried to advanced to the lesion area. When device was successfully advanced, dilation was performed. However, it was noted that balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 10mmx3mm flextome¿ cutting balloon¿ was selected for use. During the procedure, severe resistance was felt when tried to advanced to the lesion area. When device was successfully advanced, dilation was performed. However, it was noted that balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.